Event description:
A report was received that several of the patient&#38112;lead contacts were having impedances following a fall. The patient was experiencing inadequate stimulation. The physician was unsure of the reason for the high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. It was the physician's preference to replace the leads and the lead splitters. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several of the patient's lead contacts were having impedances and patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was doing well post-operatively.